Manufacturer narrative:
The field service engineer adjusted the sample probe. After service, the issue has not recurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The field service engineer discovered "the probe adjustment was not good." The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas e 411 immunoassay analyzer. On (B)(6) 2021, the patient's initial result was reported outside the laboratory. On (B)(6) 2021 and (B)(6) 2021, the customer performed repeat testing with the patient's sample on the same analyzer as well as a cobas 6000 e 601 module due to the result not matching the clinical status of the patient. On (B)(6) 2021, the patient's initial hcg result was 0.100 miu/ml with a data flag. On (B)(6) 2021, the patient's first repeat hcg result on the e411 was "<0.100" miu/ml. The patient's second repeat hcg result on the e 601 module was 9138 miu/ml. The patient's third repeat hcg result on the e 601 module was 9948 miu/ml. The patient's fourth repeat hcg result on the e411 was 0.182 miu/ml. The patient's fifth repeat hcg result on the e411 was 0.238 miu/ml. On (B)(6) 2021, the patient's sample was aliquoted into a sample cup and the hcg result on the e411 was 7910 mui/ml with a data flag. The customer determined the repeat hcg result of 9138 miu/ml was correct. The hcg reagent lot number was 470489 with an expiration date of 30-sep-2021.